Event description:
Pt scheduled for bilateral essure tubal occlusion, endometrial balloon ablation, and hysteroscopy and laparoscopic cholecystectomy. First dr did his procedures, and then the scope was inserted into the abdomen for the laparoscopic gallbladder. Second dr took a look at the uterus, and the essure springs -coils- were protruding out of the uterus. First dr was called back into the room. He removed the essure springs and applied falope rings bilaterally. Second dr proceeded on with the laparoscopic gallbladder without incident. Pt and pt's family member were informed of all procedures in the recovery room after pt was awake.